Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. All of the lots have been sold or distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the cycler had alarmed for a heater bag issue. Treatment was discontinued. The following morning when the cassette was removed fluid was found behind the cassette door. The contact was advised to contact the patient's pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient had clear effluent. He did not have any complications associated with this event. He was not prescribed any antibiotics.